Manufacturer narrative:
The scope was not returned to olympus for evaluation. In addition, insufficient information regarding the reported event was provided by the user facility. Multiple follow-ups were made via telephone and in writing to obtain additional information but no further information was obtained. The exact cause of the reported event cannot be confirmed. "However, if additional information becomes available of if the device is returned at a later date, this report will be supplemented according".

Event description:
Olympus was informed that three patients developed infections after undergoing a procedure. The cause of the patient infection is unknown according to the user facility¿s director of infection prevention. The patients were said to have been examined with a karl storz and/or olympus¿ rigid cystoscope. No serial number was provided for the resectoscope; however, olympus was informed that the subject resectoscope was sent to cdc for culturing; the result is pending. According to the user facility staff, it is possible there has cracks in the device (telescope). Olympus learned that the user facility is utilizing a third-party service provided ((B)(4)). In addition, the olympus endoscopy support specialist stated that the user facility is manually reprocessing the scope using enzymatic detergent with 15 minute contact time and brushing. The scope then goes to an unspecified automatic scope washer (not an aer). After the instruments are dry, sterrad is used to sterilize scope. 3 of 3.